Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
(B)(6) reported " I need to know where I can contact for a guarantee of some natrelle prostheses, they are bursting and I have health problems, I need to have surgery urgently." Device remains implanted.